Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. One unused sterile proglide device with the same lot number, 20120j1, as the complaint device was returned for evaluation. Functional testing was performed and the device operated according to specifications. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample.

Event description:
It was reported that arteriotomy closure of a common femoral artery (cfa) was attempted using a proglide device after a graft stenting procedure. Reportedly, there was no suture present after plunger removal. A second proglide was attempted with the same result. A third proglide, from a different lot, was used to achieve hemostasis. There was no adverse patient sequela. The cfa was described as mild to moderately calcified. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event which was reported as occurring in (B)(6) 2012. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.